Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of sensor pod from the patient's body, the sensor wire was detached. The sensor was inserted at abdomen on (B)(6) 2015. Patient's mother provided a photograph confirming the reported event. However, a root cause for the reported event cannot be confirmed. No additional event or patient information is available.